Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer states they have also been having issues with their ultralink meter. The customer states they have not been able to get the meter to function properly. The customer's blood glucose level was 46mg/dl. The customer believes the lows are attributed to not eating enough for breakfast. The customer's most recent level was 123mg/dl. The customer declined to troubleshoot for the lows, because they believe the meter is not working correctly. The customer will be calling their diabetes specialist about the unexplained low levels.